Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient wanted to improve the situation, is not happy with it/loss of therapeutic effect. The patient's husband further explained that the patient wanted more improvement in her right leg, they reported this issue to the health care provider (hcp) and were advised to increase the stimulation by 0.3.it was reported that the patient programmer (pp) initially wouldn't power on when he tried using it today, noting that he checked the battery compartment and confirmed that batteries were in it. The pp batteries were replaced and confirmed the pp powered on. However, when he synced the pp with the implantable neurostimulator (ins) he saw the informational out of regulation (oor) 'contact clinician' screen, and he was unable to view the therapy screen. At the beginning of the call, they kept seeing the poor communication on the pp. Patient's husband mentioned that the pp batteries may not have been inserted properly, so he removed the batteries and reinserted them and confirmed the pp connected with the ins and is displaying the oor screen again. The meaning of the oor was reviewed and explained how to clear the screen using the navigator button. He then reported seeing the therapy screen, noting that the ins is on, the ins battery level is ok, and program b is at 6.60. When he tried to increase to 6.90, he saw the oor screen again. Caller was redirected to the hcp for assistance.